Event description:
It was reported that a patient death occurred. It was reported via medwatch mw5090354 report that a patient had the watchman closure device embolize which required surgery to remove. The patient then died after CT surgery.